Event description:
It was reported that patient underwent a balloon kyphoplasty procedure successfully with no complications reported intra-operatively. It was reported that sometime post-operatively, "two small pieces of cement (white balls) expelled from the wound sites." No patient symptoms were reported and no further information was provided.

Manufacturer narrative:
Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.